Event description:
It was reported that the live image on the 9800 system would shake during a cine run. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board and video cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.